Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in power. When the investigation has been completed or additional info becomes available, a supplement report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device has a hole in the hose. It is known that the device was used in surgery. It is unk if injury or med intervention occurred. There was no additional info provided.